Event description:
On (B)(6) 2009 at approximately 1:45pm, (B)(6) was scheduled for an MRI of the lumbar spine. After the pt was correctly positioned on the MRI table and the table was advancing into the magnet, the pt screamed in pain and tried to get out of the scanner. The technologist saw blood and when she raised her hand, it was noted that flesh was torn away from her left fifth finger tip. The table was moved out and secured. Pressure and gauze were applied to the wound. The wound was immediately cleaned and dressed by the on-site physician dr (B)(6). Dr (B)(6) noted that there was a clean severance of the digital pad, however no crush injury was easily identified. The avulsed finger fragment was retrieved and placed in a sterile container. The pt's granddaughter was brought in while the wound was dressed as the pt does not speak english. The granddaughter was advised to take her grandmother immediately to (B)(6) emergency room for further treatment and tetanus shot. She understood the advice and was cooperative. A call was placed to the emergency room to alert them of (B)(6)'s arrival.